Manufacturer narrative:
Mayfield 2000 skull clamp (a2000) was returned for evaluation: failure analysis - investigation of the returned unit showed that the hex bushing was worn and the lock still moved after unit was locked down. The hex bushing was replaced due to movement. General cleaning and maintenance performed, and all worn components were replaced with new parts. Root cause analysis: complaint confirmed via inspection of the unit which is beyond integra¿s 7 years recommended life cycle (manufactured 2007). The unit received replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield 2000 skull clamp (a2000) was not locking correctly. No information has been provided on patient involvement, injury, or surgical delay.